Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and openings were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported device was not ruptured and "mild capsular contracture". Later healthcare professional reported "baker grade 1". This record is for the left side. Device was explanted and replaced. Device has been returned. Therefore, this record is no longer reportable to the FDA and will be unreported.